Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The defect is due to a development error and already known. Therefore this complaint is considered as confirmed. The complaint is filed for statistical purpose. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(4).

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report #(B)(4). We are waiting that the customer provides us the sample for investigation at the moment. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): connector/catheter-detached problem with the connector between the filter and the catheter.